Event description:
The customer stated that she woke up during the night and felt shaky. She tested her blood glucose and received a reading of "lo" using her contour meter. The customer had something to eat and drink because she was not feeling well. She did not require outside medical attention. Troubleshooting was not performed because the customer was found to be using expired test strips. No product will be returned for evaluation.